Manufacturer narrative:
The device was requested for return, but was not returned for analysis. The rash appears to have been a temporary condition, but a condition in which it is believed that if it reoccurs has the potential to lead to medical intervention. The lot number was not provided. Details regarding the user are unknown such as any known allergies, age or sex. The duration of time the device was in use for is also unknown, as well as if this device was reused or used for the first time. Complaint trends will continue to be monitored for risk and trends, with actions taken as appropriate. Reference: (B)(4).

Event description:
A person developed a rash on their nose.